Event description:
It was originally reported that the pt had a surging and burning ("stinging") sensation at the lead-extension location that occurred approximately 5 minutes after the neurostimulator was turned on. Impedance measurements were normal. A myelogram was performed and was negative. It was noted that the pt had unsuccessful stimulation previously for her condition. The pt then had a revision. The lead/extension connection was disconnected, wiped off, and reconnected which resolved the issue. The pt was reported as doing well.

Manufacturer narrative:
(B)(4).